Event description:
It was reported that during an angioplasty procedure, the luer iock allegedly came off during balloon inflation. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One photo review was reviewed. The photo shows the balloon catheter within a pouch and the balloon noted to be in deflated condition and clean. Both the inflation luer and guide wire lure were connected to the hub of the catheter. No evidence of inflation luer detachment could be found. No other anomalies noted. As the submitted photo shows no evidence of inflation luer detachment, the investigation was unconfirmed for the reported inflation luer detachment. A definitive root cause for the reported inflation luer detachment could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 06/2024), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2024). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during an angioplasty procedure, the luer iock allegedly came off during balloon inflation. The procedure was completed using another device. There was no reported patient injury.